Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (moderate-severe valvular calcification, ncc calcification) likely contributed to the annular rupture post valve deployment and subsequent surgery and intervention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a 29mm sapien 3 valve was deployed 80:20 aortic/ventricular (a/v) with 2ml less than nominal volume. ¿less than mild¿ paravalvular leak (pvl) remained. During the access site closure, the systolic blood pressure dropped to 60 mmhg. Transesophageal echocardiography (tee) showed a pericardial effusion. Due to the cardiac tamponade, the patient went into shock. The chest was immediately opened for drainage and significant bleeding was observed at the non-coronary cusp (ncc) side of the annulus. Hemostasis was achieved by manual compression, protamine administration and blood transfusion. Total blood loss was approximately 1,000ml. Post procedure, the patient was transferred intubated. The native annular valve area measured 576.0mm2 by CT. Moderate-severe valvular calcification, especially on the ncc, was reported. The sinotubular junction (stj) diameter measured 28.0mm. The sinus of valsalva (sov) measured 34.0mm.